Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07/18/2019. No device evaluation was conducted as the reported problem was resolved over technical support call. The customer was advised on replacement parts and repair resulting in device repair and unit returned to service.

Event description:
Performance verification testing failed for flow accuracy. There was no patient involvement.